Manufacturer narrative:
Additional information received; a CT with contrast was performed and a increasing volume type ia endoleak was observed. The aneurysm diameter measured 44mm. This has been assessed by the site as related to the aneurysm treated by the endoanchors. A re-intervention endovascular procedure was performed where a aortic cuff was implanted as a proximal extension and this event resolved 3 months later. This event has been assessed by the sponsor as not related to the study procedure and probably related to the study device (endoanchor). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that approximately 2 weeks post the additional fevar procedure, a decrease of hemoglobin was observed. The patient was treated with medication and a blood transfusion. The event has not been assessed by the investigator. The type ia endoleak was reported to be known type ia endoleak cranial bouble aneurysm with a light increase in diameter, max 51 mm (from 48 mm in 2017).the endoleak has somewhat increased in volume and is located slightly more caudal to the endoanchor but not to the caudal bouble. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the anemia/decrease in hemoglobin was due to a hematoma in the left armpit which was first noted two weeks post the re-intervention procedure. The patient had lack of energy and swelling of the left armpit. The event was resolved and the patient recovered after treatment. It was confirmed that the 'bouble' aneurysm refers to an aneurysm with a relative decrease in diameter in the middle of the aneurysm which caused two 'bubbles'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. Approximately 8 years post index procedure a revision procedure was performed prophylactically due to neck dilation with heli-fx endoanchors implanted. It was reported that approximately 13 months post the revision procedure, a type 1a endoleak was observed. An additional endovascular fevar procedure was performed as treatment and the event is resolved. As per the physician, the event was related to the aortic aneurysm treated by the endoanchors. No additional clinical sequelae were reported and the patient recovered.